Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included dizziness, weakness, fatigue and fever. Concurrent conditions included tachycardia and hypertension. Concomitant products included doxycycline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes increased frequency of urination"), 2 years 7 months after insertion of essure. In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdomen pain"). The patient was treated with trometamol (tromethamine) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, pollakiuria, urinary tract disorder, migraine, headache, nausea, pelvic pain, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, headache, migraine, nausea, pelvic inflammatory disease, pelvic pain, pollakiuria, urinary tract disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, nausea and increased frequency of urination. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Concomitant medication and condition added. Events : reproductive system disorder or condition type of disorder or type condition: pelvic inflammatory disease, bladder or urinary problems or changes increased frequency of urination ,migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, pain, weight gain / loss specify which one: weight gain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.